Event description:
It was reported that the patient complained of experiencing a near syncopal episode at work and feeling dizzy. The device inappropriately identified a high atrial rate with ventricular pacing as a pacemaker mediated tachycardia. The patient recovered at home and informed her physician at a follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.